Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator change out, the right atrial lead exhibited noise, varying capture thresholds and sensing anomaly. No symptoms were reported and no interventions were performed on the lead.